Manufacturer narrative:
It was reported that the light was not turning on. When a stryker field service technician (sfst) investigated the issue, he found that the fingers on the commutator were not lining up with the inner spindle, and that was the reason for the power loss. In addition, he found there was a gap in between horizontal arms at the central axis and they appeared to be separating. He took off the bottom rubber cover of the central axis and found the nut that holds it all together was missing. The part was installed and the case was closed. There was no adverse event or injuries reported and this was not tied to a procedure.

Event description:
It was reported that the light was not turning on. When a stryker field service technician (sfst) investigated the issue, he found that there was a gap in between horizontal arms at the central axis and they appeared to be separating. He took off the bottom rubber cover of the central axis and found the nut that holds it all together was missing. There was no adverse event or injuries reported as this was not tied to a procedure.